Event description:
The customer observed false nonreactive architect rhtlv-I/ii results on one patient sample. The sample was repeated, and the results were reactive. The following data was provided: (B)(6).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Manufacturer narrative:
The field service representative (fsr) performed several troubleshooting procedures and determined the valve, manifold kit was the likely cause of the issue. A total of eight manifold valves were replaced which resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) . There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the architect system, likely cause parts, or discrepant results as described in this ticket. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module for serial number (B)(6) or the valve, manifold kit was identified.